Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the e-box was causing the motor to not function correctly, which can contribute to the reported event and can be caused by an electrical issue.